Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. The device manufacturer date for the reported reader is unknown. The date entered is the date of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving an electric shock while using a freestyle libre reader. Customer further reported that the device had a short circuit when charged. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. The reported complaint is related to fire, smoke, electric shock, explosion of the meter of the freestyle libre reader. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product-related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed

Event description:
Customer reported receiving an electric shock while using a freestyle libre reader. Customer further reported that the device had a short circuit when charged. There was no report of death, serious injury, or mistreatment associated with this event.